Event description:
It is reported that in 1994 patient underwent right total hip replacement. Post-operatively, patient experienced difficulty with subluxation and as a result, the hip was revised in 1998. During this procedure, a new trilogy acetabular liner and zimmer femoral head were placed.